Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment had chipped. The customer's blood glucose level was unknown at the time of the incident. It was reported that a piece fell off the reservoir compartment where the threads are; the customer tried to glue it back together; but it did not hold. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.